Event description:
Per the audiologist, the electrode array was not placed correctly in the patient's cochlea during the initial surgery. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.